Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The hcp reported that it was reported that device sticking out/ migrated more than expected, soreness when sitting for long periods, and device hits the backs of chairs. Reports only feeling pressure where skin is taut, no real pain. Revision planned (B)(6) 2022 however other surgical intervention done and issue resolved without sequelae (B)(6) 2022. It was stated that it was related to device or therapy and not related to incisional site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. It was reported that the patient was feeling device flip and mobile, and discomfort at generator site. When interrogated, device appeared to be rotated and movable in pocket on exam and was manually manipulated horizontally. Pocket revision was done on (B)(6) 2022. After device was manipulated, more programs were added. At visit on (B)(6) 2022, patient reported no discomfort. Reprogramming done on (B)(6) 2022 but was difficult to connect to device when programming. Patient reported worsening of urinary symptoms despite changing programs. She reports changing from program 6 to 7 causes worsening of symptoms. Patient was scheduled for an appointment with the clinic/medtronic on (B)(6) 2022 for further reprogramming and did not show up. Device was then explanted and replaced on (B)(6) 2022. Resolved without sequelae. (B)(6) 2022; r116077025-ae-102 clinical update (hcp, sdy) additional information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy): it stated that pt reports worsening of urinary symptoms despite cycling through programs at visit. Pt. Previously did pfpt from (B)(6) 2022 which helped previous urinary symptoms. Clinic had trouble connecting to device for programming d/t malrotation in the pocket. After generator was manipulated, more programs were added. Pt. Was scheduled for an appointment with the clinic/medtronic on (B)(6) 2022 for further reprogramming and did not show up. Patient does desire an MRI compatible device. Clinic had trouble connecting to device for programming d/t malrotation in the pocket. After generator was manipulated, more programs were added. Pt. Was scheduled for an appointment with the clinic/medtronic on (B)(6) 2022 for further reprogramming and did not show up.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. It was reported that the patient was feeling device flip and mobile, and discomfort at generator site. When interrogated, device appeared to be rotated and movable in pocket on exam and was manually manipulated horizontally. Pocket revision was done on (B)(6)2022 . After device was manipulated, more programs were added. At visit on (B)(6)2022 , patient reported no discomfort. Reprogramming done on (B)(6)2022 but was difficult to connect to device when programming. Patient reported worsening of urinary symptoms despite changing programs. She reports changing from program 6 to 7 causes worsening of symptoms. Patient was scheduled for an appointment with the clinic/medtronic on (B)(6)2022 for further reprogramming and did not show up. Device was then explanted and replaced on (B)(6)2022 . Resolved without sequelae.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.